Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, wrinkled mesh, abdominal pain, recurrence, small intussusception, serosal tears, and small bowel obstruction. Post-operative patient treatment included revision surgery, small bowel resection, mesh removal, diagnostic laparoscopy, exploratory laparotomy, removal of tacks, serosal tears repaired, and lysis of adhesions.